Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Review of literature article: "risk factors for intraoperative proximal femoral fracture during primary cementless tha" identified a subset of depuy corail femoral stem intraoperative proximal femur fractures, occurring during the intraoperative implantation of the corail femoral implant. The fractures were not caused by broaches or trials. All fractures were repaired using cerclage wire techniques. The reported fractures were not broken down by patient, and there was no information provided that would discriminate one report from another. Therefore, all eight intraoperative fractures will be reported as one submission, with an unk femoral stem component as the reportable device. No other complications were reported for this product or affected patients within this study. No post-operative fractures were reported.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.